Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Pain all over [pain]. Tingling [paraesthesia]. Numbness [hypoaesthesia]. Weakness [asthenia]. Loss of muscle control [motor dysfunction]. Zinc toxicity [metal poisoning]. Extensive nerve damage [nerve injury]. Dizziness [dizziness]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that their elderly female client, now age (B)(6), used fixodent denture adhesive, version unknown cream concurrently with super poligrip denture adhesive cream, unspecified total daily uses beginning (B)(6)-2010 through (B)(6) 2010, and reported the following: profound and permanent neurological injuries, zinc toxicity, extensive nerve damage resulting in pain all over her body, tingling, numbness, weakness, dizziness, and loss of muscle control, severe and permanent physical injuries. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.